Event description:
The initial reporter received questionable ise indirect na for gen.2 results for one patient sample tested on the cobas 8000 cobas ise module (double). The reporter stated that they have had an increase in abnormal sample aspiration alarms and questionable results following these alarms. The reporter stated the issue occurs intermittently and is not usually caught until later when moving averages are evaluated. The reporter was able to provide one example of a discrepant result. The initial result was reported outside of the laboratory. The patient sample was rerun on their other module. The initial result from the module was 131 mmol/l. The repeat result from the other module was 141 mmol/l. The repeat result was deemed correct. The electrode lot number is d1535. The expiration date was requested but not provided.

Manufacturer narrative:
Na.

Manufacturer narrative:
The calibration data, qc recovery, preanalytic information, and alarm trace were requested but not provided. The field service engineer (fse) replaced the sample pipettor. He checked the gear pump. He noted that the choke was plugged. He then decontaminated the sample line, replaced the nozzle, purged it, and replaced the gear pump. He performed calibrations and qcs with successful results. The customer reported an ion-selective electrode (ise) clot error and found many tubes with issues. The fse cleaned the ise module and perform reagent flow path cleaning. He replaced the sample probe. A precision test was performed and the fse noted that the coefficient of variation (cv) was within specifications but on the higher side. He performed calibrations and qc with successful results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.